Event description:
During review of programing history on (B)(4) 2013, high impedance was observed. High impedance was observed though system diagnostics on (B)(4) 2013 and does not appear to have resolved. The device was disabled on (B)(4) 2012.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.